Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had diabetes ketoacidosis, high blood glucose level and had bent cannula. The patient did a set change and woke up in the night, as the blood glucose level was 350 mg/dl, started throwing up and thought of having flu. It was self-treated with a pump and pens. The patient was hospitalized for diabetes ketoacidosis, urinary tract infection and renal failure. The doctor in the emergency room, removed the pump and found that the cannula was bent which caused high blood glucose level. Subsequently, the patient was admitted in the intensive care unit for three days, where the patient received inulin drip, some unspecified fluid, pain medication and antibiotics. Then the patient was then shifted out of the intensive care unit. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.